Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 03/13/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related abnormal operation; a loss of prime occurred on (B)(6) 2015 at 13:09 and deliveries were resumed at 13:42. The last basal and bolus deliveries occurred on (B)(6) 2015. The total daily dose history correlated appropriately to the user programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 2.2 mmol/l with unsteadiness, difficulty speaking, and cognitive impairments. The pump was reviewed with the patient and confirmed that the pump settings were programmed correctly, the pump basal deliveries matched the programmed rates and were correctly reflected in the total daily dose, and the boluses were recorded as programmed and reflected in the total daily dose appropriately. During troubleshooting the reporter confirmed being able to program a 1 unit air bolus which delivered appropriately and recorded properly in the pump history. Other causes of the event were reviewed without finding potential causes for the blood glucose event. This report is made based on the allegation that the patient experienced hypoglycemia associated with inaccurate delivery of insulin.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.